Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the balloon inflation device (bid30) "appear to be contaminated with a white powder. This was found on two separate lot numbers". One was used on a patient and the other was not. The acclarent account manager reported that a delay of 30 minutes occurred. However, it is currently unknown whether the delay occurred prior to or during use on a patient. No patient adverse event was reported.

Manufacturer narrative:
The acclarent balloon inflation device (bid30) was not returned for evaluation. The customer provided five images, which were reviewed as part of this evaluation. As labeled, photo 1, 3 and 5 showed the inflation device (bid30) in the open packaging tray, but did not include packaging labels with lot or serial numbers. Each of the images supported the reported issue by showing white particulates on various areas of the device including the plunger knob and clamp areas. Images 2 and 4 show bid30 packaging labels with respective lot numbers but did not show the devices themselves, making it unclear which label corresponds to which device image. An internal investigation for non-conformance was conducted due to this complaint. All on-hand inventory for four identified lots were 100% inspected for particulate based on quality control requirements. Nonconforming units were found within three lots; however, there was no non-conformance found on the reported lot 96375269. For the three nonconforming lots, no particulate was observed within the fluid path; particulates were found outside of the fluid path. The nonconformance escalated to a supplier corrective action request (scar). The affected units were returned to supplier, atrion. Upon arrival, the devices were visually inspected through the tray for particulate. After locating the particulate on each device, the tyvek lid was peeled open, and the particulate was measured. Loose white particulates were noted on the device plunger knobs and locking mechanisms areas on each device. Additionally, impact marks were found inside the tyvek lids at the location of the plunger knobs and clamp areas. This condition indicates rubbing of the inflation device against the tyvek lid leading to particles fragmented and were potentially caused during transit. Also, supporting the rough transit possibility, the unit cartons were found to contain dents and wrinkles. The particulates generated from this contact are all outside the fluid path and are made of a biocompatible material that is safe for external human contact and does not cause harm to the patient. While devices were not returned from lot 96375269, the customer-provided images and the analysis from other lots confirm the reported issue.

Event description:
N/a.